Event description:
It was reported by service report that the bumper is missing and there are sharp edges on the bumper channels. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bumper channels.